Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. Functional testing was able to duplicate the reported problem. It was determined that the main board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was restarted multiple times and it stays in the pink screen with the same error code 41786. It has been tried with different wireless+ battery module and alkaline batteries but the pump did not pass the power on self test (post). There was unknown patient involvement and unknown harm/adverse event reported.